Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens was torn in half and a haptic plate was torn off and missing. There was evidence of a reddish surgical residue.

Event description:
It was reported that this was the surgeon's first time inserting an aa4203tf silicone plate lens with toric and the lens was torn upon insertion. The lens was removed and the back up lens was implanted without any pt injury. The reporter stated the incident was due to a user's error.